Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufactured date and the expiration date on the packaging of the absorbable antibacterial envelope were incorrect because the dates were switched with one another. The products were not used. There was no patient involvement.